Event description:
It was reported that during a device check, it was observed that the left ventricular lead dislodged. The lead was successfully repositioned. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).